Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6: h4: the device was manufactured from july 15, 2019 - july 16, 2019. H10: the actual device was received for evaluation, containing approximately 100 ml of fluid in the bladder. A visual inspection was performed using the naked eye, found fluid inside the bag that contained the sample. Functional testing was performed by filling the device with green colored water. After fill, the device was being monitored, until the next day. And no signs of leak were observed. The reported condition was not verified. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) folfusor leaked from an unknown location. The device was filled with fluorouracil hs. Dub 4200 mg in sodium chloride 0.9%. This was identified prior to patient use before opening the outer packaging that contained the device. There was no patient involvement. No additional information is available.